Event description:
The MFR received info alleging a ventilator failed to switch to internal battery power when its external battery was depleted. The reporter of the event also alleges the device fail to alarm when the incident occurred. There was no pt harm or injury. The ventilator has yet to be returned to the MFR for eval. A f/u report will be filed when the MFR's investigation is complete.